Event description:
Reporter alleged the customer obtained discrepant blood glucose results of hi (greater than 600 mg/dl) back to back with a result of 139 mg/dl when testing was performed 9 minutes apart on the aviva system. Reporter stated she gave the customer peanut butter as a result of the hi reading because she thought it would "drop blood glucose". No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.